Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 188 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/21/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 131mg/dl (B)(6) 2016 08:25 am fasting:yes, 188mg/dl (B)(6) 2016 08:15 am fasting:yes, 145mg/dl (B)(6) 2016 07:58 am fasting:yes, 119mg/dl (B)(6) 2016 09:04 am fasting:yes, 175mg/dl (B)(6) 2016 08:17 am fasting:yes. Memory concerns:188mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 188 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/21/2017 and open vial date is 11/01/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:188mg/dl.